Event description:
Caller reported that cartridge was damaged in cartridge canister and experienced issue once. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller was able to change cartridge and successfully resume insulin therapy, and cartridge was unavailable for return.